Event description:
Described event or problem: suspected deflation.

Event description:
Left breast deflation and capsulectomy. Bilateral exchange with another brand. Unknown if initial use of device.